Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4) . Covidien is submitting this report on behalf of c(B)(4), (importer).